Manufacturer narrative:
One fluid warmer was returned for evaluation. Visual inspection found it to be in excellent condition. Device underwent functional testing and the reported customer complaint was not confirmed. The over temp alarm was noted to work as intended. This investigation revealed no intrinsic evidence to suggest a cause of issue related to manufacturing.

Event description:
Information received on a smiths medical fluid warming/level 1 hotline low flow systems - hl-90 over temperature alarm does not work. Event occurred during pm testing, therefore no patient involvement.